Event description:
Son came home from (B)(6) on (B)(6) 2022. Son, my wife, and I tested positive on (B)(6) 2022. Son returned to (B)(6) on (B)(6) 2022. Second time since (B)(6) 2022 that I have tested positive. Tested negative on (B)(6) 2022. Took paxlovid starting (B)(6) 2022 for five days. Started having symptoms again on (B)(6) 2022. Wife tested negative on (B)(6) 2022.